Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It should be noted that the prostyle instructions for use states: ¿for access sites in the common femoral artery using 5f to 21f sheaths." Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, a likely a cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The IFU violation likely did not contribute. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 7f sheath hole prior to an ablation procedure. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 24f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.